Event description:
It was reported that when the device is powered on, the display is blank and the device is locked up. The reported failure was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u2, from the user interface pcb assembly.

Manufacturer narrative:
Correction information: the initial medwatch report should have "yes" and "returned to manufacturer" checked with a date of (B)(6) 2012. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow up information: physio-control replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.